Event description:
The complaint received states that during use the presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630 / f62788) failed to detach. The coil would not detach inside the aneurysm. Therefore a new enpower cable was tried to avoid removing the coil. However; this still did not allow detachment. The coil was removed successfully. With the first enpower cable used; the detachment light was illuminated but it did not detach. However with the 2nd enpower cable used the light did not illuminate and it couldn¿t detach. There was no report of injury for the patient.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630 / f62788) failed to detach. The coil would not detach inside the aneurysm. Therefore a new enpower cable was tried to avoid removing the coil. However; this still did not allow detachment. The coil was removed successfully. With the first enpower cable used; the detachment light was illuminated but it did not detach. However with the 2nd enpower cable used the light did not illuminate and it couldn¿t detach. There was no report of injury for the patient. The device positioning unit (dpu) passed electrical testing. The coil was mechanically detached and not returned. It is possible that the severe damage found to the distal section of the dpu may have contributed to the intermittent non-illumination of the enpower¿s system go light and the coils nondetachment during the procedure. However; this could not be confirmed during laboratory testing as the enpower¿s system go light remained illuminated during the entire process. In addition; without the complete detachment system; the coil; and the microcatheter used during the procedure; it cannot be determined if these components contributed to the complaint event. It was found that the sheath fractured the v notch of the resheathing tool. For optimum product performance; the instructions for use (IFU) recommends; ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3.;.¿ the complaint could not be confirmed on analysis secondary to the received condition. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issue may have contributed to the reported event.